Event description:
It was reported that one day post implant, the patient was having some "non-conducted beats" and there was non-capture on the right ventricular (rv) lead. The patient was taken to the electrophysiology lab where the lead was found to be dislodged. The patient was taken for a lead revision. There the patient experienced a drop in blood pressure after one attempt to reposition the lead and a pericardial effusion was confirmed with an echocardiogram. A pericardiocentesis/pericardial drain was placed and 390 ml of bloody fluid was drained. The patient had no evidence of further bleeding. A repeat echocardiogram showed no pericardial effusion. The rv lead was explanted and replaced. It was noted that the patient is taking part in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri-45 implantable pacing lead (B)(6) 2013; a2dr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).